Manufacturer narrative:
The device was evaluated. There were no additional findings found. According to evaluation, the customer paperwork indicated that the reprocessing of the device at the customer site was not completed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned the colonovideoscope to olympus for maintenance without any issue. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation found the nozzle was clogged by a non-organic, black-colored material due to incorrect or insufficient reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿non-organic black foreign material clogged in nozzle¿ was confirmed. The user reported that the subject device was not reprocessed before it was sent to olympus. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-h180ai operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-h180ai reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.